Event description:
It was reported that the pump battery was depleting too quickly and led to a shutdown of the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received education on how insulin settings reset when the pump is turned off and confirmed understanding. The customer continued to use the pump for insulin therapy.